Event description:
It was reported that the autopulse resuscitation system (s/n (B)(4)) displayed a user advisory message of ua08 (motor controller fault detected) and a user advisory message of ua 29 (loss of brake connectivity) during biomed testing. There was no report of pt involvement. No add'l details were provided.

Manufacturer narrative:
Zoll circulation has not rec'd the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) involved in the event was returned for evaluation. Visual inspection was performed and confirmed the short black cover was split. No further physical damages were noted. A definitive root cause for the damaged cover could not be determined. Functional testing was performed and the unit met requirements including verification of continuous compressions. A review of the archive confirmed user advisory 8 (max controller fault detected) and user advisory 29 (loss of brake connectivity) faults were encountered by the customer, thus confirming the reported complaint. The ua 8 is known to be caused by use of low voltage batteries, however a definitive cause could not be determined based on the evaluation of the returned autopulse platform. Further inspection confirmed a defective power distribution board (pdb) likely led to the observed ua 29 fault, however a definitive cause for why the pdb board failed could not be determined. In summary, the reported complaint was confirmed based on review of the autopulse platform archive data, however a definitive cause could not be determined.